Manufacturer narrative:
The investigational analysis has been completed. The device was visually inspected and reddish material was observed inside the pebax. During the second visual inspection a hole was observed on the pebax. The magnetic sensor functionality was tested on carto and the catheter was properly visualized, with no errors observed. The force sensor feature was tested and it was working properly. The force values were observed within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib)with a thermocool® smart touch® sf bi-directional navigation catheter and when the catheter was removed put back into the body, a high force issue occurred. While ablating, force jumped from 5 to 75. Catheter was re-zeroed, but the issue did not resolve. Catheter replacement resolved the issue. No adverse patient consequences were reported. The high force issue is not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi failure analysis lab received the device for evaluation 8/31/2018 and the 8/31/2018 fal findings of: reddish foreign material inside clear pebax. The catheter integrity was maintained and no internal catheter components were exposed to the patient. This issue is not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This complaint is now reportable. The 9/27/2018 fal findings of: reddish foreign material inside clear pebax. A hole was observed on the pebax near the electrode #3. The issue of the hole on the pebax has been assessed as reportable. The awareness date has been reset to 9/27/2018.